Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; no abnormalities were found by visual inspection of the outside of the subject device. The reported phenomenon was not duplicated. There was no abnormality, when connected and operated according to the instruction manual. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the lamp of the subject device went off and e error (code unknown) occurred. The user facility cycled the power of the subject device, the issue was resolved. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. As a result of checking the error log, omsc was confirmed that a lighting (led) lamp error occurred on (B)(6) 2021. The exact cause of the reported event could not be conclusively determined. However, when the device detects a led lamp failure, it displays an error and operates to turn off the led lamp. Since there are no abnormalities during manufacturing and the led lamp has an error, it is presumed that the led lamp or the electrical board that controls the led lamp has failed while using the subject device at the facility. It is assumed that the electrical board failed because the phenomenon did not duplicate, causing a temporary error, or that the led lamp did not temporarily rise to the specified voltage value for some reason, and it was detected as a led lamp failure.